Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received worn. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "high pressure" and "sensor mismatch" alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. No further action will be taken.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a no cassette alarm during infusion at 5.45 p.m. The cassette was placed in the pump in the morning, then, the user changed the pump and the lot number of the cassette. Pump serial number is unknown, but could be (B)(4). There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.